Manufacturer narrative:
(B)(4). Unable to verify manufacture mode due to critical pump error (open book image). Pump error 35 alarm noted in the pump history and critical pump error (open book image) alarm during testing due to moisture damage on the electronic assembly on pcb1. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image). Unit was received with moisture damaged on motor assembly, cracked case along the side of the battery tube and cracked select button keypad overlay. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had broken. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.